Event description:
During a l4-5 posterior fusion, a zodiac torque handle failed to self-limit resulting in breaking the patients l4 pedicle. The construct was extended to the l3 to maintain stability extending the case over 30 minutes.

Manufacturer narrative:
An evaluation of the suspect device revealed no anomalies. Performance testing/calibration verification confirmed the 100 in-lbs torque wrench continues to deliver the proper amount of torque to safely secure sets screws within the zodiac construct. Additionally, calibration records revealed the t-handle was last tested/calibrated on (B)(4) 2013 just prior to being shipped for the (B)(6) case. At that time testing also concluded the instrument provided the correct amount of torque required to properly achieve the final tightening. The zodiac spinal fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from surgical grade(B)(4). The zodiac system is intended for fixation/attachment to the posterior thoracic and lumbar spine only. It is intended that the implants be removed after successful fusion. The zodiac system may be used in connection with (B)(4) posterior system, which in turn connects with avalon occipital plate system creating additional levels of fixation.